Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The referenced unit was returned to the olympus repair center. The repair inspection was unable to confirm/reproduce the reported intermittent e090 error. The unit was inspected and tested for five days but no error code displayed and the unit functioned appropriately. An external inspection noted minor scratches on the housing. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. A review of the device history records (manufacturing and quality control) was performed for the affected serial number without showing any nonconformities or deviations regarding the described issues. Based on the investigation results, the customer¿s reported issue could not be reproduced. However, the e090 is a known issue. The reported error e090 is triggered by a permanent hardware offset error (max offset upos), a temporary data transmission error or a temporary hardware initialization error. In all cases, the offset limits of the spark monitor may be exceeded. Any error messages that may appear during operation are triggered by the safety system of the esg-400 and communicated visually and acoustically to the user. They are part of the device's own security concept. In particularly critical cases, further use of the device is prevented by the security system until the error has been corrected. In general, the customer is required to check the function of all devices used prior to a procedure. In addition, according to the IFU, a suitable replacement device must be provided during an application. Olympus will continue to monitor the occurrence rate of the reported phenomenon related to the device.

Event description:
Olympus (omsi) was informed that the customer high frequency electro-surgical generator ¿machine not working¿ during a scheduled maintenance. The olympus field service engineer inspected the machine and found an intermittent error, e090. No patient or procedure was involved. This report is being submitted to capture the intermittent e090 error. The machine will be returned to olympus for repair.